Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.

Manufacturer narrative:
The device was not returned to greatbatch medical for evaluation so the reported event cannot be confirmed. A process review was performed and no discrepancies were found. The distributor (smith & nephew) did not provide greatbatch with any additional information on the condition of the complaint sample.no further investigation required.(B)(4).

Event description:
It was reported during an unknown surgery that the impactor stopped working properly. It appears that the joint bolt was broken making it very difficult to spin. Backup impactor was used to complete impaction. No adverse events were reported as a result of the malfunction.